Manufacturer narrative:
There was no device evaluation since there was no product returned. Based on information provided by the health care providers, it cannot be determined if the alleged severe reaction is due to v.a.c. Granufoam dressing, but according to the doctor, a similar allergic reaction was experienced at a time that the nurse was not in contact with or otherwise exposed to the same v.a.c. Dressings. Furthermore, there was no product malfunction. Per the kci quality engineer, it was reported that there have been no manufacturing changes to the v.a.c. Granufoam process.

Event description:
The following information was reported to kci by the nurse: it was alleged that while the nurse was performing a dressing change, the nurse experienced an allergic reaction. On 02 aug 2011, the kci representative received additional information from the doctor who stated that the nurse experienced a severe systemic reaction requiring administration of cortisone, antihistamine, and adrenaline. The reaction happened when the nurse was opening a box of dressings and while shaping the granufoam using scissors. The doctor repeated the simulated exposure by reproducing work activity, including clothing and gloves in a protected environment. After several minutes of exposure, the nurse experienced perioral symptoms so the exposure was stopped. No treatment was necessary. After the nurse resumed normal work activities, another episode with the severity intermediate between the previous two happened. This episode arose without any contact with v.a.c. Dressings.